Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needle assembly separated during use. The following information was provided by the initial reporter: material no: 328438 batch no: 9343326 it was reported that upon removing shield needle assemble separated and stayed with shield.

Manufacturer narrative:
H.6. Investigation summary customer returned three (3) loose 0.3ml bd insulin syringes. Consumer reported found two syringe from this box when removing the needle shields the needle assembly removes from syringe and stays within the shield. All three returned syringes were examined, and it was observed that all three syringes exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. A review of the device history record was completed for batch # 9343326 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Capa1630423 has been opened to address this issue." H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needle assembly separated during use. The following information was provided by the initial reporter: material no: 328438, batch no: 9343326 it was reported that upon removing shield needle assemble separated and stayed with shield.